Event description:
It was reported that the pump this inflatable penile prosthesis (ipp) was not working. Fluid loss was noted due to a break in the tubing. The pump and cylinders were explanted and replaced. There were no patient complications reported.